Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. Reliability engineering evaluated the devices, and the device met all performance specifications, no problems were noted. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from USA stating that the device reported an e5 error during surgery. No injuries were reported to have occurred, however, it is unknown if medical intervention occurred. The date of event is unknown. There is no add'l info available.